Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017 to confirm the presence of the jka antigen, and the product performed as expected, with the expected outcomes.

Event description:
On (B)(6) 2017, it was determined that a customer site had an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument, serial number (B)(4).